Event description:
It was reported that cgm displayed error message while g7 sensor was in use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from support, confirmed error message did not recur after reset, and was instructed to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.